Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. Customer¿s blood glucose was 57 mg/dl at the time of incident and 94 mg/dl at the current time. Also they stated 56 m/dl was the blood glucose level at the time of call. Customer stated that drive support cap appears to be normal. Product will not be returned for the analysis.

Manufacturer narrative:
Device passed the stop current test, run current test, self test, off no power test and displacement test. No unexpected off no power alarm, low battery alarm or failed battery test alarm noted during testing (B)(4).